Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was not able to charge her battery due to the way it healed into her battery pocket. Since charging was so difficult for her to recharge she decided not to charge it. The rep met with the patient and they got the battery charging again and patient is going to be scheduled to have a pocket revision so that she can charge a lot easier. Patient is alive with no injury. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the pocket revision was scheduled on (B)(6) 2018. Rep just met with patient on monday at her first post op follow up and patient is doing great. Patient needed a pocket revision because the battery healed into her body at an angle, which made charging her battery very difficult. This was confirmed with account because the physician did the pocket revision. No patient symptoms or complications were reported in this event.